Manufacturer narrative:
An investigation is in progress for returned product received on may 12, 2022.

Event description:
Left tampon inside me- vagina [foreign body in reproductive tract]. Pulled on string to remove, string ripped off [complication of device removal]. String ripped off [device breakage]. Case narrative: consumer reported via e-mail that string ripped off tampon during removal. No serious injury reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Left tampon inside me- vagina [foreign body in reproductive tract] . Pulled on string to remove, string ripped off [complication of device removal]. String ripped off [device breakage]. Case narrative: consumer reported via e-mail that string ripped off tampon during removal. No serious injury reported.